Manufacturer narrative:
The device was returned for analysis. The reported malposition of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported ¿the suture came out with the formed knot,¿ likely indicates a suture retrieval issue or a friable vessel based on the operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 7f sheath prior to an endoprothesis percutaneous interventional procedure. The first prostyle device was pre-placed successfully. Reportedly, while withdrawing the second prostyle device, the suture came out with the formed knot. The sutures of a third prostyle device was successfully pre-placed. The sheath was upsized to 14f and the endoprothesis percutaneous interventional procedure was completed. Hemostasis was achieved with the first and third prostyle devices. Additionally, two other prostyle devices were successfully pre-placed in the left common femoral artery without issue and were used to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Correction: the device was returned for analysis. The malposition of the device was confirmed visually by the formed knot in the suture bearing.d9, h3: the device was initially reported as discarded; however, it was returned for analysis. H6: component code 4755 was removed. H6: type of investigation code 4114 was removed.